Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt was being revised due to an infection; upon removing the femoral component the surgeon noticed that the device was broken".